Event description:
Procedure: liver resection. Reportedly, the stapler was fired across the liver and hepatic vein. When opened, the staple line was incomplete. Damage to liver and loss of blood occurred.